Event description:
It was reported the plungers on the bd plastipak¿ syringes weren't tight and leakage occurred past the stopper. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, leakage was observed between the stopper ribs. Ten additional samples of the provided lot number (1808207) were obtained from the manufacturing facility for further investigation. Visual inspection of the retained samples did not reveal any damages or molding defects that may have resulted in leakage from the stopper. Leakage testing was also performed on the retained samples and no signs of leakage were observed. A device history record review for lot number 1808207 did not reveal any quality issues during the production process that could have contributed to the observed defect in the picture samples. Based on the investigation results, an exact cause for the reported incident could not be determined. This issue is not related to a manufacturing defect. Complaints received for this defect and device and be monitored by our quality team for emerging trends. Since no manufacturing defect has been found, no corrective action is taken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the plungers on the bd plastipak¿ syringes weren't tight and leakage occurred past the stopper. There was no report of exposure, injury, or medical intervention.